Manufacturer narrative:
Upon further review of the article, it was noted that the transcatheter valve was not intentionally fractured. Rather, the non medtronic surgical valve was fractured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: schaefer a valve-in-valve-in-valve: balloon expandable transcatheter heart valve in failing self-expandable transcatheter heart valve in deteriorated surgical bioprosthesis. Catheter cardiovasc interv. 2018 sep 9. Doi: 10.1002/ccd.27797. [Epub ahead of print] earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding (B)(6) female patient with aortic valve stenosis and three vessel disease who underwent coronary artery bypass graft (CABG) and surgical aortic valve replacement with non-medtronic valve. Three years later, moderate regurgitation and severe stenosis due to severely degenerated and calcified bioprosthesis was reported. The non-medtronic valve was subsequently replaced in a valve-in-valve(viv) procedure with 23 mm medtronic evolut r bioprosthesis which was implanted at 10-12 mm below the annular plane. No serial number was provided. A balloon post-dilatation was also performed due to inadequate stent expansion. Three years later, the patient presented with increased aortic transvalvular pressure gradient. Subsequently, the evolut r valve was replaced with a non-medtronic valve in a second viv procedure after the initial intentional rupture of the bioprosthetic stent. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information was received from the author who stated that adverse events referenced in the literature did not relate directly to a medtronic device. Patient information-patient weight updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the author who stated that adverse events referenced in the literature did not relate directly to a medtronic device.